Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box data showed a reboot after a replace battery alarm. A visual inspection of the pump showed that battery compartment was cracked. The returned battery cap had stripped threads. The pump was unable to power on with the returned battery cap; a test cap was used to complete investigation. The pump was able to be exercised for 24 hours with no power loss. The pump cover was removed and no internal moisture or damage was found. Unrelated to the original complaint, the display screen was discolored. Additionally, the audio bolus button cover was torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.